Manufacturer narrative:
The patient reported limited range of motion and pain. A manipulation under anesthesia was performed. The patient reported continued pain following the manipulation. The patient consulted with a second surgeon. The surgeon indicated to the patient that the knee was loose and unbalanced. A revision surgery to an off the shelf knee implant system occurred. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient reported limited range of motion and pain. A manipulation under anesthesia was performed. The patient reported continued pain following the manipulation. The patient consulted with a second surgeon. The surgeon indicated to the patient that the knee was loose and unbalanced. A revision surgery to an off the shelf knee implant system occurred.